Manufacturer narrative:
Unit was received from the field for eval. Refer to eval # (B)(4) - cap was very hard to remove. Handpiece functioned within all specs. The assignable cause of the unit failure was due to a mfg issue. The DHR for failure was due to a mfg issue. The DHR for microtip lot 21813-01 was reviewed and showed that the unit met mfg specs when released and there were no issues related to the complaint. (B)(4). This complaint was due to a mfg issue and the unit's failure mode did not effect the functionality of the unit.

Event description:
Plastic cap on tip would not come off (seal would not break) (dr. (B)(6)).